Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. Additional information was requested and the following was obtained: for the first device, the event description states, "piece of lower jaw broke in half, and white rubber portion on lower jaw came off." Is the white tissue pad completely missing from the clamp arm of the device? Unknown are you referring to the blade tip, when you state"piece of lower jaw broke in half? Active tip broke in half and white rubber piece fell off. Does the surgeon believe any piece of the device is inside the patient? No. If yes, what efforts were made to locate the piece which dropped into the patient during the procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? No. Did the patient experience any adverse consequences due to this issue? No. Is the lot number of this device available? Unknown.

Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the blade tip damaged, however, the blade was not broken off as reported. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. - (B)(4).

Event description:
User facility medwatch reports, mw (B)(4).